Manufacturer narrative:
At the completion of the investigation revealed a type ia endoleak, this complaint is most likely device related. No procedure related harms were detected. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest a: stent cage dilation of the cuff (42%) and superior stent margin of the main body stent ( 26%); complete stent buckling of the main body stent, that were not included in the event as reported. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. There were no ncrs included in these lots. Device was not returned, no evaluation completed. Devices remain implanted in the patient. The lot usage history shows one complaint (B)(4) involving lot#: 1342797 a type 3b endoleak. There were no other units from the affected lots that have been involved in any similar complaints at this time. Devices were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Reference: MDR 3 2031527-2018-00711 for type 3b endoleak.

Event description:
Additional information received during clinical assessment reported new events of a vela type 1a endoleak and stent cage dilation. There was a type ia endoleak, and a type iiib endoleak with complete stent buckling of the main body stent. This complaint is most likely device related. No procedure related harms were detected. Reference MDR # 2031527-2018-00711.